Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. A visual inspection was performed on the received condition observed one side of the gray lock lever and clip from the reprocessor side orange connector was detached. The missing gray lock lever and clip were not returned. There was no damage or stains noted with the tube-connecting tube. Additionally, scratches were found on the metal connectors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
The field service representative reported to olympus that the customer¿s maj-2113 on the oer-elite was falling apart. There was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4: based on the 3 digit lot number provided, the manufacturing date of the device was in the month of august 2012 but a specific date could not be identified. The device history record was unable to be reviewed for this device because only the 3 digit lot number was provided and the manufacturing date was unable to be confirmed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the connecting tube could not be connected due to detachment of lock lever by external stress. As a cause of the external stress, the user may have applied force toward incorrect direction. A final root cause of the event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.